Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 6 and 7 had been found out of their railing. The field service engineer (fse) found the rails on the right side of half-height drawer 3-2 broken. The fse had attempted to move pockets to other drawers but had found no empty pockets available. To proceed, the fse had unloaded nine drugs from the drawer and removed empty cubie pockets. Due to the damaged rails, the fse replaced the drawer and resolved the issue. The customer verified the operation of the device and inventoried the meds from the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was stuck and coming out from the rail when they opened the drawer the customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and there was no delay. There were no adverse events or injuries reported based on this event.